Event description:
The customer called the solutions center and reported that, after the death of a small child, the pulse on the monitor was displayed as a question mark and they wanted to know why.

Manufacturer narrative:
(B)(4): the customer called the solutions center and reported that, after the death of a small child, the pulse on the monitor was displayed as a question mark and they wanted to know why. The reported issue was not alleged to have caused or contributed to the pt death. A philips field service engineer (fse) contacted the customer to discuss the issue and learned that an ECG lead had fallen off the pt at the time of the reported issue. The fse advised the customer that a "?" Will appear in the pulse (heart rate) numeric pane when the monitor detects an ECG leads off error. This is not being considered a device malfunction. The death was unrelated to the monitoring. The device performed as intended and there was no health risk associated with the use of the monitor. No further calls have been logged for this customer issue. Device labeling (instructions for use) adequately describes leads off inop. No further investigation or action is warranted.